Event description:
Pulmonetic systems, inc. Received the following report from a rep of :ltv was running on dc from cig. Lighter on a car via pulmonetic cig. Lighter connector cable, when the care was standing still (motor still running) the ltv turned itself off, it did not go over to the fully charged internal battery. In order to be able to turn the ltv on again the cig. Lighter cable had to be removed, then the ltv could be started on internal battery and then the cig. Lighter cable could be reconnected and the unit switched over to external dc again.